Event description:
Patient reported experiencing unexplained low blood glucose levels. Patient indicated that he bolused after eating and 3 hours later his blood glucose level was 57 mg/dl.patient indicated that he drank several glasses of orange juice and disconnected from the device before he went to bed.patient indicated that the next morning his blood glucose was >200 mg/dl. Patient indicated that he reconnected to the device and "overbolused"for breakfast.patient indicated taht he then turned the device off, ate lifesavers and 20 minutes later his bloosd glucose was 97 mg/dl.patient indicated that he put the device back in use and his blood glucose was fine for the rest of the day.patient indicated that he then switched to the backup device. Patient indicated that he had increased his physical activity in preparation for a half marathon.